Event description:
It was reported the patient's battery was discharged and the representative was unaware of "any flipped implantable neurostimulator (ins)". It was stated the patient was able to demonstrate "good coupling with his recharger" and planned to charge his ins at home.

Event description:
It was reported that the patient experienced coupling issues. The patient attempted to reposition the antenna head and also used the antenna locate feature. It was stated that the patient was received zero coupling bars and a poor communication screen. It was later reported that the patient's device was flipped during a (B)(6) 2013 healthcare professional (hcp) office appointment. The patient has a follow-up appointment on (B)(6) 2013. Additional information was requested, but was not received at the date of this report. Any additional information will be included in a supplemental report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that there was no stimulation sensation and the patient was unable to adjust their stimulation. It was stated that there was a 'call your doctor' icon on the programmer 'about ten days' prior to report. It was noted that the patient attempted to sync with their implantable neurostimulator (ins) but noticed the programmer needed new batteries. It was stated that the device 'had not been working' for the week prior to report and the last time the patient felt stimulation was ten days prior to report. It was also stated the patient was able to charge their device five days after implant, but then was not able to charge a couple days later. The patient reportedly attempted to use the antenna locate feature twice, but was not able to start charging their device. It was stated that the patient stated met with their doctor on (B)(6) 2013 and it was stated that it 'didn't look l ike the ins had flipped.' It was stated that the patient had an appointment with the manufacturer representative on (B)(6) 2013. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).